Manufacturer narrative:
It was reported that after case was completed and being washed, a small screw from inside the hand piece was broken. Not sure if piece was broken during case or during the breakdown of instruments after the case. Product evaluation and results: mics-209063; sn#: (B)(6); lot#: 42010416; RMA#: 282136. Inspected per d06917 and determined failure of the following test step. Sec#: 7.1.2. Visual inspection test. Handle cracked on mics. Disposition: rtv. Inspected by: (B)(6). Product history review: device history records indicate (B)(4) devices were manufactured under lot: k079x and (B)(4) devices were accepted into final stock on 05/06/2016. A review of qt-16-05-0027 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k079x shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
After case was completed and being washed, a small screw from inside the hand piece was broken. Not sure if piece was broken during case or during the breakdown of instruments after the case. Patient under anesthesia. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After case was completed and being washed, a small screw from inside the hand piece was broken. Not sure if piece was broken during case or during the breakdown of instruments after the case. Patient under anesthesia. Case type: tka.